Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported an issue with the cobas infinity core software. On the printed microbiology report for a patient, the sequential order for multiple coded results where one or several of the results have been modified manually, is not the same as defined in the software. This issue could impact the interpretation of results and cause an erroneous diagnosis by the doctor. An example was provided as follows: the result set in cobas infinity software appears as: coded result 1 - with text added afterwards ; coded result 2 - with no additional modification; coded result 3 - with no additional modification. The result set on the printed report appears as: coded result 3 - with no additional modification ; coded result 2 - with no additional modification ; coded result 1 - with text added afterwards. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The investigation reproduced and confirmed the issue.